Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in drawer 5.1 were not detected on the bus. A field service engineer (fse) reseated the pyxibus and ribbon cable connections to both the top and bottom drawers. The drawer failure auto recovered after a reboot. The fse successfully accessed drawer 5.1 via inventory and demonstrated to the customer how to reload a medication after a pocket release/unload recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.